Event description:
A nurse reported that a system message occurred during surgery. The system was exchanged. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).